Event description:
The reporter stated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014. The lens was explanted on (B)(6) 2014 and exchanged for another same model/diopter power lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received - the reporter stated the surgeon inserted the lens and noted the lens was torn. The lens was removed within the same surgery with no patient injury. The backup lens was implanted with no problem.

Manufacturer narrative:
Per medical review - tears or nicks in the lens can occur at any stage from manufacture to surgical manipulation. Based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation codes: method - (other): work order search results - (other): a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens optic and one haptic torn. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).